Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed however, performed the bicarbonate buffer test and the sensor failed with high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 125 mg/dl and sensor glucose was 276 mg/dl at the time of call. The customer stated that the sensor would start jumping up to 200 mg/dl. The customer stated that the sensor also triggered threshold suspend while wearing. The customer stated that there were no bent cannulas. The customer was advised to remove and replace the sensor. The sensor will be replaced and will be returned for analysis.